Event description:
It was reported that there was a problem with the 'implantable neurostimulator (ins) wiring.' It was stated that in (B)(6) 2012 the wiring was going to be repaired, but due to the patient having had a heart surgery in (B)(6) 2011, the patient could not have surgery for a year. In (B)(6) 2013 the patient was given an ok for surgery. No patient symptoms were reported. No interventions were reported to be scheduled or planned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; (B)(4).